Event description:
The hcp reported that the pt is experiencing "drug side effects, has been intubated". The pt was hospitalized due to "respiratory failure". A refill of the pump was scheduled for 4/2005. Additional info indicated that "their primary concern is that the pump is not infusing properly".